Manufacturer narrative:
A corrective action investigation has been initiated and is still on-going.

Event description:
Bolt in counterweight sheared, cassette holder carriage was guided to the lower end of vertical travel by the technologist. No injuries reported.